Manufacturer narrative:
One (1) used sample, list #011-c5060 was returned for evaluation. As received a black circle was observed on the tube, where a puncture of the tube is observed. No additional physical damage or anomalies were observed. No mating device was returned. The sample was primed and a leaks coming from the puncture tube inside the black circle was confirmed. No additional leak along the device was observed. Complaints of leaks can be confirmed. The probable cause was due to an accidental puncture of the tube during use. A device review could not be conducted because no lot number(s) was/were identified. Device returned on 10/17/2023.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a admin set with clave¿ where it was reported that the solution leaked from the tube. Concomitant drug was not used. Concomitant device was not used. Device was use not use for chemo. The event occurred during infusion. Device was not biohazard. There was no bleed back. Device was not reprocessed or re-sterilized. There was patient involvement, no patient harm and no delay in critical therapy. The set was replaced and therapy resumed.